Event description:
During a level 3 corpectomy an unspecified synthes instrument was used. The handle of the instrument broke at the weld point while inserting an unspecified cage implant. No patient consequence was reported.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.